Event description:
Four reports of negative donor responses during plateletpheresis were reported to baxter fenwal cqa by this customer. This is report number three. The report indicated that, after a plateletpheresis procedure had been completed, a donor complained of his head feeling stuffy, ears plugged and that his tongue felt thick. The donor was not treated and left in good condition. Donor info: 61 y/o m, 220 lb, regular donor, medications: pruachal, kerlone (bp meds); no dental, medical tx prior to donation, nka. This donor has been deferred from future apheresis procedures. Procedure info: plateletpheresis, 75 min duration, vol wb processed: 4014 ml, vol acd infused: 365 ml, vol of product collected: 318, flow rate 60, wb/acd ratio: 11:1. No issues during this procedure.